Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device. Once the device is received and the investigation completed, a supplemental report will be submitted. Reference MDR# 2029214-2019-00579. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that medtronic microcatheter ruptured at distal segment injection of a medtronic liquid embolic. The patient was undergoing embolization treatment for arteriovenous malformation. There were not any patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient injury was reported. The vessel was normal tortuous. Aside from rupture, there was not any other damage to the catheter.